Event description:
Customer reportedly obtained results of 481 mg/dl and 141 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.